Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: initial reporter is a synthese employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 03.240.002 synthese lot # 6220321 suppliers lot # na release to warehouse date: 14 dec 2009 manufactured by:synthese monument no ncrs were generated during production. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the cannulated sd screwdriver shaft/t15 was found twisted. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. The reported allegation for deformed cannot be confirmed due to no malformed, warped, and/or distorted were observed on the shaft body or the coupling area. After a visual inspection per procedure, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed cannulated sd screwdriver shaft/t15 [03.240.002/6220321] would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during set inspections on (B)(6) 2023, the driver in question was found to be bent. There was no reported patient interaction. No further information is available. This report is for a cannulated stardrive screwdriver shaft/t15. This is report 1 of 1 for (B)(4).